Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving bupivacaine 15mg/ml for a total dose of 1.649mg/day and dilaudid (hydromorphone) 25mg/ml for a total dose of 2.749mg/day via an implantable pump for non-malignant pain, cervical radiculopathy, and lumbar radiculopathy. It was reported empty pump and the manufacturer representative (rep) had access to an 8840/patient. It was noted an alarm was occurring for empty pump. Rep was assisted in getting event date from logs. No symptoms were reported. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions/interventions taken to resolve the reported empty pump was the pump was filled with saline. The patient had missed a refill. The empty pump was resolved. No further patient complications were reported.